Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed to change the pocket site, from the left to the right. After research, no reason could be obtained as to why the lead was moved. The physician replaced the lead with another of the same model. This report will be updated if further information becomes available.